Event description:
It was reported that bd discardit ii leaked past the plunger.the following information was provided by the client:"team noticed a leak on the 10 ml syringe at the level of the the plunger. Incomplete injection, loss of drug product."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary. A device history record review was completed for provided material number 309110 and lot number 2110237. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. Retained samples were obtained for evaluation; however, the retained samples did not display any signs of leakage. Based on the provided feedback, it is possible that the reported incident resulted from damage to the plunger lip component. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported that bd discardit ii leaked past the plunger. The following information was provided by the client: "team noticed a leak on the 10 ml syringe at the level of the plunger. Incomplete injection, loss of drug product.".